Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2018 with the following findings: review of the black box data revealed the last basal delivery was made on (B)(6) 2018 at 6:49 pm. The total daily doses add up to correctly reflect the user¿s programmed basal/bolus rate target. There was no activity outside normal use recorded. On investigation, the pump powered on and ez-prime steps successfully completed. The pump was exercised for 24 hours without any issues; accuracy testing showed the pump was delivering accurately as programmed. The insulin pump was determined to be delivering within specifications and without malfunction. Investigation did not duplicate the ¿bolus totals do not match¿ complaint. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the bolus totals do not match (greater than 5% different) without a known cause. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.